Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, stored electrograms revealed high ventricular rate and noise reversion episodes. The noise on the right ventricular lead was reproducible with isometrics. Testing in the unipolar configuration resulted in better signal to noise ratio and the device was left unipolar sensing. The patient was asymptomatic and would be monitored.

Event description:
New information indicated that the lead was programmed to unipolar tip sensing on (B)(6) 2015. The patient presented for follow up on (B)(6) 2015 and the noise was still present. The lead was reprogrammed to bipolar and the patient would continue to be monitored via merlin.net.